Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer have not responded.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer have not responded. (B)(4). The customer evaluated the device.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on patient, but there was no patient harm.